Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object in the air water cylinder, tube, and knob wire could not be determined, and the cause of the chipped adhesive around the light guide lens and objective lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited a foreign object in the air water cylinder, tube, and knob wire, as well as chipped adhesive around the light guide lens and objective lens. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previous report. Updated: h4 upon review of complaint record, the field h6 medical device problem code was inadvertently marked as a0404 crack. Correction made: h6 medical device problem code - (B)(6) peeled/delaminated.

Event description:
No additional information received from the customer.